Event description:
It was reported that the patient was trying to find information for a ¿lead coming out¿. The patient reportedly fell either wednesday or thursday of the previous week when she had seizures and since then, her back had been hurting really bad. On the day of the report, the patient noticed ¿something that felt like a wire protruding underneath the skin¿ and when she touched it her leg went numb. The patient never felt wires in the lower back before and thought the fall may have contributed to it. The patient had had "a lot of bad pain" ever since. The patient reportedly felt ¿the wire thing¿ underneath her skin while cooking dinner. The reporter indicated that the patient¿s legs ¿went numb, and tingling, and hurt really bad, then it got numb and tingling again¿. It was noted that it took ¿a long time¿ for the patient to get relief from therapy and she had to go to the emergency room (ER) 2 to 3 days until she found a healthcare provider who would prescribe catheters for her to do at home. The patient had reportedly not catheterized for at least a year. It was noted that stimulation was on ¿very low¿. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3093-28 lot# v323599, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28 lot# v323599, implanted: 2009 (B)(6); product type lead. (B)(4).